Event description:
Ivc (inferior vena cava) filter- (cook celect brand) broke. One leg is in the l4 vertebrae and calcified. Another leg protruded thru my small intestines. Another two legs strattled my aorta. Surgery was a high risk but necessary to remove broken pieces but the l4 piece could not be extracted and potentially cause worse damage if surgery were to occur being so close to my spine and nerves. I do have lasting arthritic pain daily. I try not to rely on paid meds, but some days are worse than others. When I had the surgery to remove the filter, I had to sign a note not to sue my surgeon if something dire were to occur. I had my will ready to go before surgery. It was a very traumatic event to have to deal with. Broken filter discovered.